Manufacturer narrative:
On (B)(6) 2026, it was reported that there was a reprocessed agilis nxt steerable introducer that after the user inserted the sheath, pulled out the dilator, the hemostasis valve started leaking. There were no adverse patient consequences as a result of this event. Innovative health llc received the device for investigation. A visual inspection was performed of the returned dilator and introducer sheath. The hemostasis value was intact and no damage or defects were noted. The hemostasis tubing had a small tear near the valve housing. The tubing remained attached to the valve housing. No other damage or defects were noted on the introducer or dilator. A review of the process control record was performed to ensure that all manufacturing and inspection process steps were completed and no anomalies were noted. Based on the visual inspection results, the reported issue is able to be confirmed as the tear in the tubing may have contributed to a leak. The reported issue of a hemostasis valve leak is unable to be replicated during complaint investigation. As the device met all inspection criteria at the time of manufacturing, the cause of the reported event could not be definitively determined.

Event description:
It was reported that after inserting the sheath, pulled out the dilator, and the hemostasis valve started leaking.